Event description:
It was reported that the patient presented in the hospital with eroded implantable cardioverter defibrillator (ICD). The ICD was explanted due to erosion.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level.